Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to insulin flow block. The customer reported blood glucose value of 403 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1884. Customer reported high bgs. Troubleshooting was performed and customer has been using the insulin pump system within 48hrs of reported high bg event and auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884.